Manufacturer narrative:
D10. Concomitants: 1762492 02-012-35-4013 - logic tibia ps mod insrt sz 4 13mm 2363592 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 2312692 200-02-32 - three peg patella 32mm. These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2012, and then experienced revision surgical procedure on (B)(6) 2023 approximately 11 years after initial implant. Op report - postoperative diagnosis; mechanical loosening. No images were provided. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.